Event description:
It was reported that bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore leaked. This was discovered during use. The following information was provided by the initial reporter: I got a leaking lock back from the emergency room department. O the lock leaked when blood was collected, when the vacutainer was connected with a luer connection (not along the split septum, but along the edges). O the locks had not yet been used for the administration of medicines. The emergency nurses prick the infusion without gloves, but I haven't received a report of mucous membrane exposure.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received for testing and evaluation; one photo was submitted for evaluation of this incident. The photo displayed a q-syte extension set taped to an arm with transparent dressing. There was yellow vacutainer attached to the q-syte. Bodily fluids were present in the in the q-syte extension set. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual evaluation was performed of the provided photo, which did not provide sufficient evidence to identify or confirm the incident failure or to determine a root cause. The unit in the photo did not reveal any visible anomalies or damage that would contribute to the alleged defect. Conclusion: indeterminate: the defect leakage male luer connection (q-syte) was not confirmed or identified with the submitted photo. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed manufacturing associates to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore leaked. This was discovered during use. The following information was provided by the initial reporter: I got a leaking lock back from the e.r. Department. The lock leaked when blood was collected, when the vacutainer was connected with a luer connection (not along the split septum, but along the edges). The locks had not yet been used for the administration of medicines. The emergency nurses prick the infusion without gloves, but I haven't received a report of mucous membrane exposure.